Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) has been high for the past couple of days, up to the 500¿s mg/dl range. Currently off pump and is on alternative form of delivery as reporter is not sure if pump is functioning as it should be. Bg was 180mg/dl just before calling animas . Pump has been emitting frequent occlusion alarms the past 2 days. Reports occlusion alarms happening during bolus. Cs confirmed and reviewed that cancelled bolus due to occlusion alarms were given . Site has been changed twice and tubing changed 3 times since the occlusion alarms. Site looks fine with no redness, swelling, pain or discharge. Last site change was on the (B)(6) 2013. No scar tissue at sites and patient rotates sites well. No kinks, no blood in tubing, no bent canula; no leaking at cartridge or site. Site is on secure. Reporter cycles cartridge 2-3 times prior to filling. Able to complete prime steps without issues. Disconnected from site and gave an air bolus after receiving occlusion alarm while connected: occlusion alarm occurred during air bolus as well. The occlusion alarms are ¿occasional but frequent¿. Cs reviewed insertion technique with reporter, no issues. Changes supplies every 2 days or sooner if bg is high. Does not reuse supplies. Cs review of the pump found no issues, no alarms other the occlusion. Patient will be off pump until later on as patient has received all the insulin needed for the night by syringe. Patient is not ill or on any new medications. Cs advised reporter to change out site and tubing again if occlusion alarms repeat. Cs also advised reporter to monitor bg and contact health care provider if necessary . Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available black box/histories show no evidence of any occlusion alarms. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Force sensor calibration check verified force sensor is detecting the correct force at 5 lbs. Pump was exercised for 24 hours with no occlusions occurring. Removed pump cover; no evidence of internal moisture or damage to the internal components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.